Event description:
The user received questionable results for thyrotropin (tsh), free thyroxine-free t4 (ft4), prolactin, ferritin, vitamin b12, folate, cortisol, luteinizing hormone (lh), follicle-stimulating hormone (fsh), testosterone and vitamin d after they had loaded a reagent cassette on another analyzer linked to this e602 analyzer. The user received an analyzer alarm and rebooted the system. The user then noticed many "undetectable" ft4 results had been released so they investigated and retested patient samples. It was unknown how many patient samples were involved. Data was only provided for 10 patient samples. No unit of measure was provided for ft4, prolactin, ferritin, b12 and folate. Patient sample 1 initial thyrotropin (tsh) result was 12.75miu/l and the repeat result was 0.77 miu/l. The initial ft4 result was <0.3 and the repeat result was 12.9. Patient sample 2 was from a (B)(6) female. The initial tsh result was 44.74 miu/l and the repeat result was 2.69 miu/l. The initial ft4 result was <0.3 and the repeat result was 12.3. The initial prolactin result was <10 and the repeat result was 151. Patient sample 3 was from a (B)(6) female. The initial tsh result was 107.3 miu/l, repeat result was 6.5 miu/l. The initial ft4 result was <0.3 and the repeat result was 11.6. Patient sample 4 initial tsh result was 37.9 miu/l and the repeat result was 2.24 miu/l. The initial ft4 result was <0.3 and the repeat result was 13. The initial ferritin result was 17.1 and the repeat result was 331. The initial b12 result was 30 pg/ml and the repeat result was 290 pg/ml. The initial folate result was <1.45 and the repeat result was 2.45. Patient sample 5 was from a (B)(6) female. The initial tsh result was 10.4 miu/l and the repeat result was 0.6 miu/l. The initial ft4 result was <0.3 and the repeat result was 17.6. The initial ferritin result was 4.4 and the repeat result was 82. Patient sample 6 was from a (B)(6) female. The initial cortisol result was 0.5 (<1) nmol/l and the repeat result was 394 nmol/l. Patient sample 7 initial tsh result was 12.8 miu/l and the repeat result was 0.77 miu/l. Patient sample 8 initial tsh result was 68.6 miu/l and the repeat result was 4.1 miu/l. Patient sample 9 initial tsh result was 32.4 miu/l and the repeat result was 1.95 miu/l. Patient sample 10 initial ft4 result was <0.3 and the repeat result was 17.2. It was unknown if any of the results other than the ft4 results were reported outside the laboratory. No information was provided to determine if the patients were adversely affected. The tsh reagent lot number was 16616700 with an expiration date of 11/2012. The ft4 reagent lot number was 16649800 with an expiration date of 01/2013. The prolactin reagent lot number was 16505900 with an expiration date of 01/2013. The ferritin reagent lot number was 16610700 with an expiration date of 04/2013. The b12 reagent lot number was 16561300 with an expiration date of 11/2012. The folate reagent lot number was 16603400 with an expiration date of 12/2012. The cortisol reagent lot number was 16447800 with an expiration date of 11/2012. It was determined that when the system was rebooted, a "reagent registration" was not performed. The control unit pc was unable to obtain information, such as the evaluation algorithm, included in the matrix barcode, which is attached to the reagent rack pack. This led to the use of the wrong evaluation algorithm in the calculation of the results.

Manufacturer narrative:
A workaround for this issue has been provided to the customer. The customer has been instructed to check whether the module is in "power off" condition after a power failure alarm. In case the module is in power off status, shutdown the system once. Afterwards reboot the whole system and activate the modules. The system will return to normal operation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).